Event description:
Boston scientific received information that this defibrillation lead was surgically abandoned due to inadequate sensing. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be udpated.